Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient received inappropriate therapy. A lead integrity alert (lia) triggered due oversensing of short v-v intervals, noise, and impedance variations. The lead exhibited high capture threshold and a confirmed fracture. Reprogramming was performed. Subsequently, a lead revision was performed to replace the pace/sense portion while the high voltage therapy portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5076-52 lead; 1056t st jude lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert an isolated occurrence of high pacing impedance. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.